Manufacturer narrative:
E1: (B)(6). During device evaluation at olympus, it was found the resolving power was not obtained due to damage to charged coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the cloudy image was likely due to damage in the charged coupled device, however a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the deflected videoscope had cloudy image. The issue occurred during preparation for use. There were no reports of patient harm.